Event description:
It was reported that six months post-operatively the patient experienced swelling of the wrist. The patient was not having any pain or limitations in motion but a revision surgery was performed to remove the anthem distal radius plate. Surgeon indicated this was predominantly due to the patient's size and injury, as well as settling of the fracture. However, it was also identified that one of the locking screws was slightly proud and may have contributed to the swelling.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The patient underwent exploratory surgery to investigate post-operative swelling at six month follow-up. Surgical evaluation found collapse of the bone away from the implant, fraying of the tendon, and a stable implant construct with the screws locked in the plate. The surgeon also noted a slight prominence of the ulnar-most screw. It is unknown whether this prominence was a result of screw angle or the screw not being fully seated at final tightening. As evidenced by the stable implant construct found during the exploratory surgery, screw back out did not occur. All hardware was removed and the tendon was repaired without further incident. The following sections have been updated. B4, e1, h2, h6, h10